Event description:
It was reported that the breaks above 2cm of the catheter puncture site caused the leakage of the patient. Modifications has been completed for a continuous using. The patient felt emotionally aroused and required that we must give our opinions. The hospital temporarily kept opinions and waited for our feedbacks.

Manufacturer narrative:
The complaint was confirmed and the cause is use related. The product returned for evaluation was a 4fr s/l groshong nxt clearvue PICC. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The catheter split was located between the 26cm and 27cm depth markings, and the observed damage which is characteristic of this failure type included: circumferentially aligned split in the catheter, rounded fracture edges, impressions from material buckling near the fracture site, overall elliptical shape to the fracture cross-section, and polished features due to material wear. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. Reference (B)(4) for further information about this failure type.